Event description:
It was reported that during an upgrade from a pacemaker to a biventricular implantable cardio-defibrillator, implantation of two different models of left ventricular leads were attempted, but not used. Both leads were removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed with no anomalies found. There was blood/body fluid (not obstructed) on the distal conductor and outer tubing overlay. The helix was distorted/bent and there was blood on the helix mechanism. The lead was damaged at implant. (B)(4): the full lead was returned and analyzed with no anomalies found. There was blood/body fluid (not obstructed) on all conductors.